Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery to have their pressure regulating balloon (prb) replaced. The patient was experiencing recurring incontinence. During a cystoscopy it was determined that the cuff was not closing properly and the physician decided to implant a prb with more pressure. There were no additional patient complications reported.